Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's lcd. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's display was replaced to address the issue. There was evidence of physical damage. During the evaluation, the device failed to power on. The device's display board was replaced to address the issue.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's lcd. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.